Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure and to ensure the customer¿s initial concern was resolved-she is comfortable with the glucose readings from the products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 238, 241, 331 and 323 mg/dl. The customer¿s expected am fasting blood glucose test result is below 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/30/2024 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 238 mg/dl date: (B)(6) 2024 time: 7:00 am fasting result 2: 241 mg/dl date: (B)(6) 2024 time: am fasting result 3: 331 mg/dl date: (B)(6) 2024 time: am fasting result 4: 241 mg/dl date: (B)(6) 2024 time: am fasting result 5: 323 mg/dl date: (B)(6) 2024 time: am fasting.